Event description:
The device was used during an aortic aneurysm repair. Reportedly, the device was applied across the aorta and was difficult to remove. The pt suffered a cardiopulmonary event which the surgeon has not related to the device. A second device was opened to apply to the aorta, however, the pt expired prior to application. The surgeon stated the pt's death is not connected to the instrument's performance.